Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection observed a severed lead, 190 mm from the terminal pin with only the proximal segment returned. The associated terminal pin exhibited appropriate setscrew marks and insulation bunching was also noted. Continuity testing on the inner conductor coil was not electrically continuous. Insulation abrasion through to the rate/sense lumen, at approximately 170mm from the terminal pin and a coil fracture in this same area were exhibited. The morphology and location of the damage is consistent with lead-on-can contact, coupled with movement while implanted.

Event description:
It was reported through the remote monitoring system, that this right ventricular (rv) lead exhibited oversensing, not resulting in inappropriate therapy. The oversensing was easily reproducible during an in-office evaluation. The physician elected to surgically intervene and replace this product at which tie insulation damage was noted. The location of insulation damage was at the lead location positioned under the associated device, while implanted. The proximal portion of the lead was cut and the distal part capped/surgically abandoned. The proximal explanted section was returned for laboratory analysis. No resulting adverse patient effects were reported and replacement was noted with a non boston scientific product.